Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated, she was hospitalized for low blood glucose and the reading was 20 mg/dl. The customer was disconnected from the insulin pump while in the hospital and the blood glucose went up to 300 mg/dl. The customer was then connected to the insulin pump and the blood glucose dropped again. Troubleshooting was performed and the insulin pump passed the required tests, including the displacement test. Troubleshooting also revealed that the customer was using the infusion sets for a week instead of the recommended two to three days. The customer was also priming too much for the set she was using. Several motor error alarms were found in the alarm history as well.